Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Additionally, the pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined a follow-up and no additional information was obtained regarding the events.